Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted due to sui and pop. It was reported that the patient underwent mesh removal on (B)(6) 2012. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted, concurrently with a rectocele repair, vaginal extraperitoneal colpopexy, and cystoscopy due to rectocele, vaginal vault prolapse post-hysterectomy, weakened rectovaginal fascia. It was reported that following insertion the patient experienced infection, urinary problems, dyspareunia and vaginal scarring. The patient underwent piece of mesh removal on (B)(6) 2012 due to mesh exposure. No additional information was provided.

Manufacturer narrative:
Patient code: (B)(4)- bowel problems. It was reported that following insertion the patient experienced utis, incontinence and bowel problems.